Event description:
It was reported that the leadless pacemaker (lp) was implanted, however low impedance was observed due to difficult septum positioning. Following implant, the lp dislodged to the coronary sinus. Device retrieval was anticipated to resolve the event. The patient was stable and will continue to be monitored.